Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed is getting intermittent 357.5020 error on his 8110 unit. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: biomed only sees this error in the log. Cannot replicate the error. I recommend he check the display board harness to the logic board. Verify if the harness is fully seated. Biomed will pm the unit and if unit keeps getting the error, he will replace the display board. Biomed ended call. (B)(4).